Event description:
Patient during drainage noticed that the set was leaking. Transfer set was inspection and a pinhole was observed. This is the first time this patient presents this problem. The patient developed peritonitis. The patient was treated with vancomycin (three doses, 3g and amykacine during 14 days. The patient recovered. There was no exit site of tunnel infection. There was no break in aseptic technique. The patient does not reuse supplies. The patient did not have any previous peritonitis reported.